Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that vdw.silver reciproc stopped during treatment. Further information requested.

Manufacturer narrative:
Nc079933/sr22343: battery (voltage collapses under load) defective, replaced. The casing is broken in several places (probably due to a fall) which has no effect on functionality. Micromotor smr1768117 and foot control 197929 tested, without errors. Functional test without errors. Delivered without contra angle and power supply. St 73. Fi 53. Numbers of hours of use: 15:16:00. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.